Event description:
It was reported that the device was explanted after an implant duration of approximately 5.7 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
.

Event description:
Per the audiologist, the patient was explanted in 2009, due to an infection and migration of the receiver stimulator. Information on whether the patient will be reimplanted was not available as of the date of this report.